Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system is freezing, shutting down on its own, rebooting and displaying error codes during cataract procedures. The procedures were completed with no harm to the patient.

Manufacturer narrative:
Additional information is provided in device available for evaluation?., device evaluated by MFR?, evaluation codes and additional MFR narrative. The system was examined and the reported event was not replicated. However, the central processing unit (cpu) was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 22, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).